Event description:
On (B)(6) 2011, son reported that pt has experienced hyperglycemia of 370-475 mg/dl over the past 7-10 days, and he believes the insulin delivery of the infusion device is too low. Pt's normal blood glucose is 140-170 mg/dl. Pt delivered boluses through the infusion device as treatment, and this was not successful in lowering his blood glucose. No error messages were received on the infusion device. Pt changed all of the accessories, but did not improve his blood glucose. The basal rates and time are programmed correctly on the infusion device, and he has experienced no problems with the infusion sets. The infusion device was not dropped or exposed to moisture or humidity. Pt did not have any changes to his diet, medication, stress, or lifestyle. The infusion device was replaced and requested for evaluation. Pt did not require treatment from a health care professional or second party to address the issue.